Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on the evening of 6th january, the user used the product of imperforate indwelling needle and found it was leakage at the heparin cap.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8358928. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the submitted sample was reviewed by our quality engineers, no damages or deformities were identified in the threads of the heparin cap that would have prevented a seal being formed. Once the cap was completely tightened it was able to pass leakage testing without incident. The most likely root cause for this scenario is a failure by assembly staff to properly tighten the heparin cap the to the adapter prior to packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on the evening of 6th january, the user used the product of imperforate indwelling needle and found it was leakage at the heparin cap.